Event description:
It was reported the epg (external pulse generator) was checked with a pacemaker analyzer, and the sensitivity reading was low. Then the epg was set to 9mv (millivolts), and the analyzer reading was 7.5mv. Technical support (ts) verified the type of tester to be a non-defibrillator tester. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, the two side bail covers were broken, the ring was bent and the keyboard pad was cosmetically scratched.